Manufacturer narrative:
Product analysis #(B)(4): complaint confirmed brief description of complaint: during incoming inspection, service identified high output on cut 6 evaluation process: incoming inspection: - during incoming inspection, the cut 6 was out of spec. The pearson method of power verification was used to confirm high output. The measured output was 25.10 watts (16-24 watts expected) - the front decal was lightly scratched (cosmetic-no functional impact) - software version 4.3 is up to date. Repair description: - the device has been recalibrated and the burn in was performed as described in the service process instruction. This resolved the power output on cut 6. - the front decal was replaced. Root cause: software, which was out of calibration, caused the generator to deliver high output on cut 6. Cosmetic damage to the front decal was also identified, but had no impact to functionality. Post repair, the pulsar ii has been successfully tested according to the pulsar 2 service process instruction 61-10-5631 revision h. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Service initiated complaint: pulsar generator was returned for planned maintenance, no issues reported. Servicing discovered high output on cut 6. This report is precautionary, due to an increase in high output recordings during servicing we discovered a gap in training at the (B)(4). The output on this generator is not likely high. We are working on completing the proper training to correct this issue. There was no patient involvement therefore, patient demographic information is not applicable.